Event description:
The blade did not stay in the power instrument. It fell out of the mechanism during a medical procedure. This sternum saw blade (1.23" blade length) is to be used in a stryker (B)(4) (reciprocating saw) or (B)(4) (reciprocating sternum saw) handpiece.

Manufacturer narrative:
This event was reported to ams by customer, a distributor in (B)(4). At this time, we have no other info, such as hospital name or address or pt data. Ams has sold this item for years without any complaints. (B)(4). No other concerns or complaints regarding this lot or this item were received. Our dimensions as measured match or dmr, catalog and drawings. So far, we can see no deviation. Ams is waiting for info from grace on their investigation.